Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No patient harm was reported. Additional details have been requested but not provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
Complaint received reporting a cuff deflation issue on an unknown micro-cuff endotracheal tube device. "This was related to child's anatomy due to a very tight trachea." After several attempts for intubation they finally could get a micro-cuff tube in, after 3-4 days it looks that the balloon was soft. They measured the cuff pressure routinely at least once per shift and observed a loss in cuff pressure and inflated the cuff again. When the child was stable they changed the tube for another and no problem anymore. They think it was maybe because of the very difficult intubation the balloon was damaged." No further product/patient information was available.

Manufacturer narrative:
This supplemental report is being submitted to update and correct data which was not noted on the initial MDR report submitted on october 06, 2016 with MFR report# 9611710-2016-00127. The reporter stated that the indication for intubation was due to subglottis stenose and that the product was for long term respiratory support for the patient. It was also stated that an inflation test was performed prior to insertion of the device as standard procedure. It was reported that the cuff leakage was discovered after (2) days and it became soft. A guide wire x-ray controlepicture was performed and confirmed that the device was displaced, however, no injury was noted for the patient. The patient was re-intubated with another product from the same lot. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on november 23, 2016. (B)(4).